Event description:
Caller alleges imprecision with inratio. Results as follow: first test inr = 2.0; second test inr = 1.7; third test inr = 1.3.

Manufacturer narrative:
Inratio precision data provided by end-user lot: ni. First test inr = 2.0; second test inr = 1.7; third test inr = 1.3; mean = 1.67; sd = 0.35; %cv = 21.1. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time. The pt used the same finger for all 3 tests. Tsr trained pst on proper technique; use diff. Finger for every repeat test. Test strip lot info was not available. Further testing cannot be performed.